Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a plain old balloon angioplasty stenting procedure using a 6f sheath and antegrade approach. Reportedly, during thumb advancement, the thumb advancer got stuck and gave resistance. The thumb advancer was not advanced any further. The starclose sheath splitter did not cut the sheath correctly. The safety release was used and the device was removed from the patient. The sheath was bent. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported sheath split issue and bent sheath were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.